Event description:
It was reported that the patient had a lead revision on the day of the report. The lead pulled and migrated and the lead was replaced on the day of the report. It was reported that after the revision the patient had a greater that 50% symptom reduction and they had coverage in all areas they needed. An x-ray had been taken and that showed that the patient¿s left occipital lead had moved. It was unknown when the lead migration occurred. It was noted that the patient had intense muscle spasms of their shoulders which caused the lead to move down and they lost coverage on the left side of their head. The patient was doing well and getting great coverage at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the migration was confirmed via x-ray on (B)(6) 2014. It was noted that the patient had bad spasms anyway. It was noted that this was not device related.